Manufacturer narrative:
Correction to section h6 evaluation code conclusion. Component code added. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator went into backup ventilation. The device was available for evaluation. A review of the logs confirmed that the ventilator entered back up ventilation. The medtronic field service engineer (fse) inspected the device, found an associated diagnostic code and replaced the breath delivery (bd) power control/distribution printed circuit board assembly (pcba). The ventilator passed all testing per manufacture specifications and was returned to the customer. The bd power control/distribution pcba was returned to medtronic for further analysis. The retuned component was installed to the test unit. The analysis found the test unit ran without generating any error code or alarm. Analysis could not duplicate the issue of unit entering backup ventilation or generating diagnostic code. The returned parts were found to have no faults. The event was isolated in the field to a potential fault with bd power control/distribution pcba. However, the returned component was analyzed, and no faults were found. With the information available a likely cause could not be determined the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator went into backup ventilation. The device was available for evaluation. A review of the logs confirmed that the ventilator entered back up ventilation. The medtronic field service engineer (fse) inspected the device, found an associated diagnostic code and replaced the breath delivery (bd) power control/distribution printed circuit board (pcb). The reported issue was confirmed. The likely cause of the event was isolated in the field to the defective breath delivery (bd) power control/distribution printed circuit board (pcb). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was in an inoperative condition and generated a back up ventilation message with a diagnostic code. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.